Event description:
It was reported that the patient's implantable neurostimulator was removed due to a malfunction. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Product ID 748925, lot# unknown, explanted: unk, product type extension; product ID 7434a, serial# (B)(4), implanted: 2004-(B)(6), product type programmer, patient; product ID 3487a-33, lot# j0454825v, implanted: 2004-(B)(6), explanted: unk, product type lead. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the neurostimulator found no significant anomaly, it was functionally okay. Analysis of the lead extension found no significant anomaly, the proximal end connector was cut.